Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for routine follow up, noise was noted on the right atrial lead. Noise was observed on an egm. The lead was capped and replaced on (B)(6) 2018. Patient was stable throughout the event.